Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012601264 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Catheter to sheath compatibility testing was carried out. During compatibility testing, the catheter to the sheath insertion failed. The slider could not advance fully. Verification of steering mechanism. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity and hipot/lopot verification was carried out. Electrical continuity test did not reveal any anomalies. Hipot verification for the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage. Inspect ion (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the catheter failed the return product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, there were catheter steering and deflection issues. The catheter experienced resistance when retracting back into the sheath after the second pass of ablation. Additionally, the slider mechanism clicked when attempting to bring the electrodes into its spiral configuration, necessitating a replacement of the catheter mid-procedure. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.